Manufacturer narrative:
No analysis findings available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with taking the first spin. The site was unable to take xray scout shots. It was known that the site had rebooted the system while around the patient and performed a successful spin. The system was brought back in for a confirmation spin and the spin terminated early and then a loud popping noise came from the gantry. There was a delay to the procedure of less than one hour. There was no patient impact related to this event.

Manufacturer narrative:
H3: the system was serviced in the field and failed imaging modalities tests, both in 2d and 3d, due to the system popping and the failure to take 2d images. It was found that the system would only take one dark grey 2d image and not continuously take exposure when holding down the exposure button. The 3d spin work mechanically but produced a static image. During the servicing, it was found that the generator powered up as expected and that logs showed an "error 15, 17, and generator overload". The ht controller board was tested and had low voltage power supply. The tube did not have the filaments lit up as expected and the anode was not rotating. The ht controller board and filament driver board were replaced, which did not resolve the issue. It was found that the system took too long to discharge the high voltage capacitors, which were replaced on another case. The connection between the filament river board and the interface control board was tested and it was found that the interface control board did not have the proper voltage. This was replaced in a separate case and it did not resolve the issue. The remote desktop was opened and they attempted rad exposure in 2dr mode which prompted a generator overload error. Troubleshooting was performed which showed an imbalance of kv between the tune and hv tank. There was a short between the anode and cathode end of the tube. The tube was replaced and the filaments were then illuminated. The e009 generator was retested and overload troubleshooting steps were done which indicated the hv tank was not outputting correctly. The hv tank was replaced and the proper kv balance was restored. A kv loop, digital ma loop, and digital ma loop closed were performed and the dose output of the system was confirmed. The rad/gain calibrations were performed and the system failure was resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.